Manufacturer narrative:
The publication (copy attached) reports on 5 patients with ureteral obstructions from a retrospective series of 745 patients treated over a 2-year period. The authors provide an incidence of 0.7%; however, only institutions reporting obstructive complications were included. Because of this selection bias, the authors note that the incidence may be overestimated. Patients; 4 females and 1 male. Pre-existing medical conditions included ngb, des, cerebral palsy. Four or five patients had secondary reflux caused by other conditions. Four of five patients had nerogenic bladder or dysfunctional voiding. Although not specified by the author, it is possible that these patients had contraindications for treatment. One of five patients had bilateral grade v vur, which is not an indication for use for deflux. The authors note that four or five patients had symptoms in the immediate or short-term period following injection. One of five patients did not have symptoms until 6-months post injection but it was decided that this was a case of ureteral obstruction because stenting resolved symptoms. Stents were placed in all patients to relieve obstruction; stents were removed without complications and all patients recovered. We have contacted the author and are attempting to get further information on each of these cases. Ureteric obstruction requiring temporary stenting is covered in deflux package insert.

Event description:
Postoperative ureteral obstruction after subureteral injection of deflux. Five cases reported in a publication. Events occurred between 2002 and 2004. Per the article, all patients recovered.